Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close correctly, thus falling out of the reload unit and the area where they were just placed seconds before. There was no patient consequence.